Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that main drawer 6 was not detected as closed. The magnet was missing from the inseparable assembly. The fse replaced the inseparable component to resolve the issue. Diagnostics verified that the drawer functioned properly. The customer then successfully tested the drawer in the application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 would not open. The customer attempted to reboot the system, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.